Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. The cylinders and pump were removed and replaced with new components. No information about the patient's outcome was provided. Additional information received. Only the pump was removed, the cylinders were left in patient. According to the physician, the inflation was failing because there was too much tubing and that caused kinks. The original surgery was approximately a year ago. A new pump was placed and the tubing was shortened to a correct length. The patient's outcome was good.